Event description:
Orthodontist reported that during the debonding of a clarity ceramic bracket, enamel damage occurred on pt's upper right second bicuspid tooth. A piece of enamel, approx 4mm x 4mm and down to dentin, was removed. Orthodontist reported that all of the brackets debonded easily, including the bracket involved in this event. The tooth will be repaired with composite.